Event description:
It was reported that the patient had long qt syndrome and received unnecessary shocks during long qt sequences. The device was detecting t-waves, and was explanted and replaced with a device that could program around the t-wave. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. The user facility has no responsibility to file a 3500a. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Evaluation summary prn618513s no anomalies found